Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed hardware low level failure twice. The insulin pump data and carelink data did not match up properly, though the caller stated that the patient's recent trip to england may have been the cause of the discrepancy. Additionally, the customer was hospitalized due to a blood glucose of 312 mg/dl. The customer suffered an infection that caused vomiting and high blood glucose. The insulin pump was inspected and there were no apparent anomalies. A high pressure test and displacement test passed. However, the insulin pump will be returned and replaced due to the two hardware low level failure alarms.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error 63 alarmed was confirmed in the insulin pump history, the problem isolated to u1 keypad assembly. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.